Event description:
An infusion with glucose 5% (na 40/k 20) had just been connected when the extension tubing of the bd nexiva device came loose from the stabilization platform. The patient noticed what had happened and called the nurse. The product had not been subjected to external force, but was used in a normal manner. No significant blood loss was reported.

Manufacturer narrative:
The sample is available for evaluation. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).